Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose was over 600 mg/dl. The customer¿s blood glucose level was 600 mg/dl at time of incident and current blood glucose level was 60 mg/dl. The customer¿s blood glucose level was 376 mg/dl. The customer had symptoms tired and thirsty. The customer was treated with syringes. The high pressure test was performed and passed. The customer¿s parent stated that the daughter pump had an error where it's not filling and stated that reservoir and tubing had a blockage. The customer stated that the insulin exited during priming. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to follow up with health care professional concerning high blood glucose level. The insulin pump will be returned for analysis.